Event description:
Spontaneous call from patient to report that a cassette in lot 4219999 that she used had a broken bag inside of it. Per patient, she attempted to insert diluent into the cassette and the bag inside of the cassette broke. Patient was able to use a different cassette without issue. No other information. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.